Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A visual examination identified that there was a severely damaged stent attached to the balloon material towards the distal tip and a detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon however the severely damaged stent attached to the returned device could not be removed. The guidewire which was returned with the device was removed and microscopic examination observed that the inner lumen was bunched 4.7cm from the distal tip. Blade damage was observed. One distal blade segment was detached with no pad damage observed with the remaining blades and pads undamaged. The distal tip could not be examined as it was covered by the stented material which could not be removed.

Event description:
It was reported that the balloon was stuck with stent. A 2.50 x 16 mmm synergy xd was implanted in the left main trunk on (B)(6), 2024. In (B)(6) 2025, ivus revealed underexpansion of the previously implanted stent. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk to mid left anterior descending artery. A 10mm wolverine coronary cutting balloon monorail advanced and inflated to 6 atm to further dilate the underexpanded stent. When attempting to remove the balloon, it became stuck inside the stent. An additional guidewire and non-boston scientific balloon catheter were introduced in an attempt to free the balloon from the stent. The balloon could not be withdrawn and the synergy and wolverine were both removed from the patient's body. The procedure was completed with a non-boston scientific dcb. There was no health injury observed, and patient was safely discharged after the procedure.

Event description:
It was reported that the balloon was stuck with stent. A 2.50 x 16 mmm synergy xd was implanted in the left main trunk on (B)(6) 2024. In (B)(6) 2025, ivus revealed underexpansion of the previously implanted stent. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk to mid left anterior descending artery. A 10mm wolverine coronary cutting balloon monorail advanced and inflated to 6 atm to further dilate the underexpanded stent. When attempting to remove the balloon, it became stuck inside the stent. An additional guidewire and non-boston scientific balloon catheter were introduced in an attempt to free the balloon from the stent. The balloon could not be withdrawn and the synergy and wolverine were both removed from the patient's body. The procedure was completed with a non-boston scientific dcb. There was no health injury observed, and patient was safely discharged after the procedure.